Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. If implanted, give date: the exact date implant date is unknown. The best estimate is (B)(6)2019. If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). (B)(4).all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported a model zct600 intraocular lens (iol) rotated 43 degrees losing the cylinder power. The physician planned to perform a new surgery to reposition the lens. It was confirmed that there was no problem during the lens implant. The product is not available for evaluation as the lens remains implanted in the patient's eye. Through follow-up it was learned the lens reposition surgery occurred on 09/17/2019. The patient was fine at the first post-operative visit. No further information was provided.